Event description:
Review revealed surgical intervention was undertaken wherein the ipg was replaced. Therapy was restored postoperatively.

Event description:
It is reported the patient will undergo surgical intervention on (B)(6) 2018 where their original ipg will be replaced due to the device being inoperable.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Corrections: updated for clarification. Added model 3660; scs ipg. Added PMA/520(k): p010032. (B)(4). Added advisory notice statement.

Event description:
It was reported the patient¿s ipg has reached the end of battery life and was confirmed inoperable. In turn, surgical intervention is pending as the next course of action to address the issue.